Manufacturer narrative:
Updated fields: b4, e1 (mail ID), g3, g6, h2, h6(medical device problemcode, investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that before use the cs300 intra aortic balloon pump (iabp)'s monitor was displaying a green screen. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse disassembled the monitor and cleaned the unit. Functional tests were performed with positive outcomes. The unit passed functional and safety checks and was returned to normal use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the display of cs300 intra aortic balloon pump ( iabp) was showing horizontal lines. There was no patient involvement.